Manufacturer narrative:
It was reported that a (B)(6) patient underwent a laparoscopic ventral hernia repair near the umbilical region on 9/9 of an unknown year and mesh was implanted intraperitoneally. The defect was an old incisional laparotomy wound approximately 10 cm in size. Approximately 2-3 months later, the patient experienced edema with a hernia recurrence and underwent a reoperation by a different surgeon. No information from the second surgery or of the condition of the mesh is available. (B)(4).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient experienced a new hernia and underwent a reoperation. During the reoperation the surgeon noticed that the initial mesh was torn. Additional information was requested.

Manufacturer narrative:
It was reported that a (B)(6) patient underwent a laparoscopic ventral hernia repair near the umbilical region on 9/9 of an unknown year and mesh was implanted intra-peritoneally. The defect was an old incisional laparotomy wound approximately 10cm in size. Approximately 2-3 months later, the patient experienced edema with a hernia recurrence and underwent a reoperation at the end of october by a different surgeon. It was reported that the surgeon originally thought there was a new hernia close to the old one, but the new hernia was in exactly the same place. The previously implanted mesh was broken in the middle of the mesh. On the side, the mesh was attached nicely to the peritoneum. Because, the mesh was attached tightly, they put a new mesh on top of the old one. Reoperation was a success and there have not been any further complaints with the patient. (B)(4).